Manufacturer narrative:
Analysis of ins model 37712 serial# (B)(4) showed no anomalies and was functionally and visually ok. Normal impedances were observed when tested in saline.

Event description:
It was reported that high impedances were measured. The leads were disconnected, wiped and reinserted numerous times by two separate healthcare providers (hcp) and each time, impedances on channel 8-15 were off. Sometimes two and up to as many as seven electrodes were over 10,000 ohms. The implantable neurostimulator (ins) was disconnected and a cable was attached to the lead and all impedances were within normal limits. Tail lead were tried two more times and the same issue occurred with various contacts being over 10,000 ohms. Another ins was used without issue from the trunk stock. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).